Event description:
It was reported that recently, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, and boston scientific technical services (ts) was contacted for review. It was discussed that the device's tachycardia therapy had been disabled in (B)(6) 2022 due to over-sensed noise (either myopotential or electromagnetic interference in origin) leading to inappropriate therapy. At the time, the device battery capacity was at 40%, and ts stated that the inability to establish a remote connection due to low battery was possible. However, data was not provided for analysis. Currently, the s-ICD system remains implanted with therapy disabled. No additional adverse patient effects were reported.